Event description:
It was reported that the pull wire broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: force too large, suture pulls through anchor. Probable root cause: application user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire broke during the procedure. All pieces were retrieved.